Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, d9, g1, g3, g6, h2, h3, h6, h11. Visual examination of the returned product/provided pictures identified the reamer has damage to the distal end of the reamer but no fractures. The distal end of the reamer is cracked/ split. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed by returned device, h6: component codes: proposed annex g code: mechanical (g04) - drill if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery that the reamer fractured. There was no harm, injury, surgical/medical intervention to patient and no record of a delay. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, g1, g3, g6, h2, h6, h11. Visual examination of the provided pictures identified the lot number etched on the device matches the reported lot number. Wear consistent with use is present on the shaft of the device, however no fractured portion is pictured. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is not confirmed. H6: component codes: proposed annex g code: mechanical (g04) - drill. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.